Event description:
The physician used a resolute integrity drug eluting stent during procedure for treatment of in stent restenosis of a non-medtronic stent in the rca. The lesion exhibited 90% stenosis, moderate tortuosity and moderate calcification. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The device was passed through a previously deployed stent. The patient returned five weeks later with thrombosis in the stent. The physician post dilated the resolute integrity drug eluting stent with a 4.0mm non-compliant balloon and still had thrombosis. The device remains in patient. It is reported that there were no patient complications associated with the event.

Manufacturer narrative:
Implant date is approximate. It is reported that the event occurred five weeks post implant. No results available since no evaluation performed (device not returned). Conclusions: inherent risk of procedure (thrombus). Unable to confirm complaint (no device received for evaluation). (B)(4).